Event description:
Two different patients got their ECG stored on the last patient's identity in the multiview workstation with crs (cardiac review station) option. The first patient's ECG shows changes, which should lead to an angiography if it had been the last patients ECG. This was discovered before any preventive actions. The customer's certified biomedical engineer's further comments: the reason for this fault is that first patient wasn't discharged from the system before last was connected.